Event description:
A medtronic representative reported that while beng used in a navigated spine procedure, the lumbar probe bent. The surgery was completed with the use of the stealthstation s7 system and a lumbar probe from another instrument set. There was no impact on patient outcome.

Manufacturer narrative:
Patient identifier field not sufficient for number of digits required. Patient identified should read 2025737-2001.a medtronic field representative visually evaluated the bent lumbar probe while on site. Suspect device has not been returned to manufacturer for further evaluation.